Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 13 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9259115. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200851661, 200850882] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that a defective device was found during use with a relion® insulin syringe. The following information was provided by the initial reporter, "from phone call on 2020-02-12 10:53:07: consumer called to report more issues with syringes from one box consumer stated, when she removed the plunger cap and the round piece on the rod, was missing 1 syringe affected." 1 of 3 complaints.

Manufacturer narrative:
Device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a defective device was found during use with a relion® insulin syringe. The following information was provided by the initial reporter, "from phone call on (B)(6) 2020 10:53:07: consumer called to report more issues with syringes from one box consumer stated, when she removed the plunger cap and the round piece on the rod, was missing 1 syringe affected." 1 of 3 complaints.